Event description:
Lh hinge assembly at backrest section (linking the backrest with the seat) was found broken. No pt injury (or involvement) was reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following conclusion of the MFR's investigation.